Event description:
A broken screen was reported on a customer's insulin pump, rendering the touch screen non-functional and unreadable. The customer's blood glucose level was recorded as 120 mg/dl. The customer reverted to using a replacement pump with a new serial number.